Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine, 10 mg/ml concentration at 1.8 mg/day dose and morphine, 20 mg/ml concentration at 3.6 mg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that empty pump alarm was occurring. Troubleshooting resolved the reported event. Pump alarm was silenced. Healthcare professional (hcp) did not refill the pump. Pump was reprogrammed to minimum rate mode. Reported symptom was pain and it was considered a sudden change in therapy/symptoms. Hcp thought that the pump started alarming for empty reservoir on this report date. Logs were not read. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the hcp's staff failed to consider a change made in drug concentration and the hcp gave patient an appointment using interval from before, and patient ran out of medication. Patient's pain had been resolved. Medications were gone and the hcp had refilled the pump. Patient's weight at the time of the event was (B)(6). No further complications were reported.